Event description:
Additional information received reported that on (B)(6) 2013 the patient reported that she got her device caught in a chair and she felt that it was displaced. The patient was having pain in the area and the device was not working well. The patient felt like the wire ¿may have pulled out.¿ the reporter noted that the device was definitely displaced and it felt to be just under the skin. There was no infection and the patient was frustrated at that time. The patient wanted to try and have the device tacked down to the fascia and check the wire placement with fluoroscopy. On (B)(6) 2013 the patient complained of worsening pain from her device. The patient was having pain at the device site, where the leads enter, and along the lateral aspect of her right leg. Nothing the patient did, improved the pain. It was noted that the patient¿s bladder function was good when the device was on, but she could not to lerate the pain. The patient denied any muscle weakness, but it was noted that she had a history of falls and chronic back pain. The patient required pain medications every four hours. The patient was not tolerating the device and she reported that her body tended to reject foreign devices. The patient had a history of pins in her knee that her body rejected. The entire system was removed and it was discovered that the device had flipped over several times. There was a twisting of the leads with some undue tension on them. At the time of the report the patient was doing well, but urinating more often and had pain down the back of her right leg.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 093-33, lot# va05k2z, implanted: 2013-(B)(6), product type lead product ID 3093-33, lot# va05k2z, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported there was a plan to explant the patient¿s device on (B)(6)-2013. It was stated the patient had intolerable pain from their device and the patient¿s body tended to reject foreign objects. It was later reported the patient was doing okay "after may for a little bit" until "it started coming loose". It was stated the patient was told by their healthcare provider that it had to do with losing 20 to 30 pounds. It was reported the patient had a surgery two weeks prior to report to have their device anchored. It was noted after the surgery the healthcare provider said "everything was fine and everything was good" but the patient was feeling pain down their leg and pain in their back "where the wires go in" and pain around their ins site. Reportedly, the patient spoke with their healthcare provider¿s nurse and was directed to go to the emergency room. It was stated the patient was still healing from their surgery and it started itching the day prior to report. It was stated the patient scratched it and it started twisting around in their body and flipped. Reportedly, the patient stated they could sit and "wrap it" and "twist it.¿ it was stated the patient could feel the ins moving around in their body and it was causing them a lot of pain. It was noted the patient didn¿t even touch it and it would move. The patient stated they could also feel the lead wires moving and pulling. The patient had a surgery scheduled for (B)(6)-2013 to remove the system.

Manufacturer narrative:
Additional review indicated that device code (B)(4) did not apply to the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va05k2z, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).